Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim when changing the infusion connector for the patient, it was found that the connector connection could not be bolulated when it was prefilled, and the resistance was high

Manufacturer narrative:
Additional information: lot number updated and expiration date/device manufacture date added investigation results: one mp1000 china sample from lot 23085470 was received for investigation of pr 9845716. The sample was received with opened packaging. No sample of the connecting product was received to aid the investigation. The customer reported that they were met with resistance when attempting to access the maxplus. The returned sample was subjected to functional testing by priming using a 50ml bd plastipak syringe, which confirmed the customer's experience; although it was possible to flush the maxplus, resistance was met when the syringe plunger was depressed. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the occlusion was most likely to have been caused by a malfunction during the automatic assembly process. During the assembly process, each maxplus component is subjected to a valve activation step, which confirms the fluid flow is unimpeded; in this instance it is likely that an error in the machinery occurred which resulted in the component not being detected during this test, continuing on to subsequent assembly steps, instead of being automatically scrapped. A review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. Please note since the manufacture of this lot, the assembly equipment has been reviewed to ensure the valve activation and scrap stations are functioning correctly.

Event description:
No additional information.